Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. A review of the ilet settings show the volume and cgm alert settings remained at factory settings (high/on) and no body weight changes occurred following the initial weight on 4/10/24. No factory resets were performed. The last infusion set (teflon cannula) change logged in the device prior to the event was done on 2024-04-13 at 7:18 pm. Review of the ilet report shows cgm glucose rose quickly at 12:59 pm on (B)(6) 2024 and stayed above range until 7:50 am on (B)(6) 2024. The ilet dosed insulin in response to meal announcements and available cgm glucose values until 10:25 pm on (B)(6) 2024 when the cartridge ran out of insulin. The ilet triggered alert 34 (cartridge empty), and this alert was not acknowledged by the user and the cartridge was not replaced until 10:17 am on (B)(6) 2024, when insulin delivery resumes. The infusion set was also replaced at this time. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values as well as entering bg-run mode, with user alerts. The ilet was appropriately triggering device and cgm glucose alerts. These alerts were inconsistently acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report, and device logs, the ilet operated as intended by delivering insulin when it was able in response to high cgm glucose levels. The assignable causes for this event are a failed infusion set, failure to respond to alerts and maintain the device to ensure continuous insulin delivery, and failure to follow the ketone action plan by not delivering a correction dose of insulin in response to prolonged hyperglycemia and failed infusion sets.

Event description:
On 04/18/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 04/14/2024. On 04/19/2024 a beta bionics customer care agent followed-up with the user's mother about the event. The mother stated that the user spent the night at a friend's house and had high bg alerts. The user did not respond to the alerts or tell an adult. The mother stated the user was not prepared with any backup plan. The user was taken to hospital and admitted to the pediatric ICU. The user was diagnosed with dka and treated with an insulin drip. The mother was unsure of the user's bg level during the event. The cds spoke with the mother and reviewed glucose control, meal announcements, managing high and low bgs, and infusion set site/cartridge changes. The cds reinforced the importance of responding to ilet alerts and alarms, maintaining supplies, and to keep the ilet app open.